Manufacturer narrative:
Corrected data: in the initial MDR, section b1 - report type: the issue is only a product problem. 'Adverse event' was inadvertently selected. In the initial MDR,, section b2 - outcomes attributed to adverse event (check all that apply): 'required intervention to prevent permanent impairment/damage (devices)' does not apply and was inadvertently selected. In the initial MDR, section h6 - health effect - impact code: 4624 - surgical intervention does not apply and was inadvertently selected. Additional data: the following section has been updated accordingly: section h6 - health effect - impact code: 2199 - no health consequences or impact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it remains implanted and the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon removed a piece that was floating in the anterior chamber at the end of the implantation of the intraocular lens (iol). The surgeon stated it was probably a piece of the injector or a piece of the lens. But the surgeon observed the lens and haptics appeared to be intact. The lens remains implanted. The injector was not preserved, therefore, no collection for analysis. No other information was provided.